Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male noted as high-risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient experienced oozing at their access site during impella cp support. The condition was managed with assistance from surgical, as angle matching positioning had not been managed correctly following implant. Support continued following the intervention.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major event has been completed. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved after angle matching.